Event description:
In 2005, it was reported to boston scientific corporation, that a procedure using an ultraflex non-covered esophageal stent occurred. According to the complainant, during deployment of the stent into the stomach, resistance was encountered when pulling the suture. Attempting to continue deployment, the suture broke. The delivery system and stent were removed. The procedure was successfully completed using another ultraflex non-covered esophageal stent. There were no complications and the patient's condition was reported as "good."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A visual examination confirmed that the suture thread was broken on the returned device. It was possible during lab conditions to retract the remaining attached thread and deploy the stent without issue. The exact cause of the complaint reported is unknown as no issues were noted with the crocheting of the stent.